Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
Patient began experiencing sporadic, sharp pain in abdomen at hernia site in 2007. The patient reports that he has been wearing a belt across site to "hold in" bulge.